Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far r oversensing on the implantable cardioverter defibrillator. Oversensing resulting in inappropriate mode switch episodes was noted on the real time electrograms. The device was reprogrammed. The patient was asymptomatic.